Event description:
The following description of the event was copied from a carefusion customer feedback form submitted by the user facility to (B)(4) and forwarded to carefusion as an e-mail attachment. "Baby ventilated with a high frequency oscillator sensormedics 3100a. Sudden drop in pressure and trigger the alarm. Checking the circuit by the doctor one capsule of the circuit is broken. Baby desaturated significantly. Capsule changed to a new and pressures were recovered."

Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the manufacture. Event codes were derived based on a carefusion customer feedback form submitted by the user facility to (B)(4) and forwarded to carefusion as an e-mail attachment. (B)(4). Carefusion sent a questionnaire to (B)(4) to be forwarded to the user facility seeking additional information on the reported event including the condition of the patient. Carefusion also issued a return goods authorization (rga) number to (B)(4) for the return of the alleged faulty cap/diaphragm assembly. As of (B)(4) 2013 the alleged faulty cap/diaphragm assembly has not been received by carefusion. Once the cap/diaphragm assembly has been received and the evaluation completed, a follow up medwatch report will be submitted.